Event description:
It was reported to boston scientific corporation that the patient was implanted with a single incision sling on (B)(6) 2010. According to the complainant, the patient experienced intermittent pain and vaginal bleeding. The patient is under an unknown medication. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.